Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with mccall culdoplasty.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, and vaginal scarring. It was reported that the patient underwent mesh excision on (B)(6) 2014 concurrently with lysis of adhesions, placement of adhesion barrier, posterior repair and perineorraphy due to chronic pelvic pain, presence of sling, rectocele and adhesions at sigmoid colon. (B)(4).

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.